Event description:
Further information was received from the area representative indicating that the patient underwent surgical intervention. Surgical findings indicated the patient had fibrosis near the electrode and the lead. The surgeon tried to separate the fibrosis to isolate the sternocleidomastoid muscle near the point of insertion of the spiral electrode since there was a muscle contraction with stimulation in the area. Diagnostics of the device during and after surgery were within normal limits and now the patient is doing better.

Event description:
It was reported by a company representative that a vns patient was required surgical intervention due to neck pain in the site of the lead. Normal and system diagnostics were performed and indicated the device was working accordingly. Additional information was received from the area representative indicating the surgeon believes the pain may be caused by one of the tie downs in the neck area by adding stress to the lead against the fascia or muscle while the patient turns the neck right. Moreover, the patient has never presented any trauma or manipulation of this area after surgery. At the moment surgical intervention is pending approval.